Event description:
It was reported that patient underwent partial knee arthroplasty in 2005. Subsequently, femoral component fractured while patient was dancing and revision procedure was performed in 2007. Possible cyst was discovered behind the femoral component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no record anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trend identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available.